Manufacturer narrative:
Analysis found normal device characteristics. No intervention was reported.

Event description:
It was reported that during implant, the left ventricular lead perforated the patient's pericardial sac. The procedure was terminated.